Event description:
It was reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain the customer¿s occupation, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was noted that the b30 scope communication errors were resolved by isolating two malfunctioning scopes and returning them for repair. The site noted that the issue might have occurred as the scopes were not dried properly and were plugged into the light source while wet. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.